Event description:
The customer contact reported a delay in critical therapy following a leak of solution. The tubing set was being used to deliver an unspecified volume of saline solution at an unspecified delivery rate. After an unspecified length of time in use "during a code," leakage of solution was noted from the clave y-site. The volume of the solution that leaked was not specified. It was reported that the tubing set was replaced and the therapy was resumed. Although there was potential for serious injury, the customer contact reported there were no reported adverse pt effects and the pt's status was unchanged. No medical intervention was reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).